Event description:
The complainant reported that during a therapeutic placement of an enteral feeding device, pt gender and age unk, and while attempting to pull it through the abdominal incision, the tubing detached at the joint. With the aid of the endoscope, the detained pieces were retrieved successfully. There was no reported injury to the pt.

Manufacturer narrative:
This device has been received by this MFR, but the evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the sequence number. We are unable to determine the relationship between the device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.